Event description:
It was reported that a pt who had a routine epidural for vaginal delivery developed meningitis shortly after delivery. There had been no problems with the catheter, and it was discarded upon removal. The epidural catheter was the only invasive line that the pt had prior to developing meningitis. The exact source of the pt's infection has not been determined. However, the reporter stated that the pt's normal flora may have been involved. The pt was treated and discharged.